Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log files were submitted for review due to patient reported experiencing ventricular tachycardia (vt) and then received a cardioversion. Log file submitted from 02sep2020 and 03sep2020 was over written by newer incoming data as this was caused by several pulsitile index (pi) events occurring. The event data available from (B)(6) 2020 shows the pump parameters operating over similar ranges throughout the log file duration. The periodic log file is also stable except for a brief drop in flow and increase in pi on (B)(6) 2020 at 8:12:19 and flow dropped to 3.7 lpm with pi increasing to its highest in the file at 11.5. The mcs equipment is operating as intended. The cause of the pi and flows events were identified as possibly vt. Dc cardioversion (dccv) was performed and the patient was discharged home. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The controller event log file contained data (B)(6) 2020 from 8:49:15 to 13:26:02. The pump operated at or above the low speed limit for the duration of the log file. There were no atypical alarms and the log files appeared to capture the pump operating as intended. The account reported that the patient experienced ventricular tachycardia and received a cardioversion. The patient would continue to be monitored. The patient was discharged home and remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 20nov2019. Cardiac arrhythmia is listed in the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of the heartmate 3 lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that patient is continuing medical support, however, the patient is not a transplant candidate.